Manufacturer narrative:
(B)(4). Date sent: 7/16/2025.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2018. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of paraplegia, end sigmoid colostomy and previous gastric band underwent laparotomy with gastric band port re-siting, ischemic end ostomy resection with closure, creation of loop, transverse colon colostomy. Records provided and surgeon noted extensive adhesions requiring the laparotomy to extend past the port. Surgeon further noted ¿the old ostomy site was necrotic and ischemic. This was resected back to healthy tissue using a firing of the 75 linear green stapler.¿ the staple line was then oversewn with prolene suture. The transverse colon was mobilized but surgeon did not feel it wise to completely take down the splenic flexure and mobilize the left colon as the new stoma site was quite high in the left side of the abdomen. The patient was discharged 12 days later, but then returned to the hospital one week later with signs of sepsis and feculent peritonitis, including altered sensation and elevated white cell count. A CT scan showed perforated small bowel and he was returned to the or where an exploratory laparotomy revealed the proximal sigmoid staple line had ruptured and ¿the distal sigmoid colon was tightly adherent to this staple line, as well as multiple loops of small bowel.¿ patient underwent abdominal washout, lysis of adhesions, resection of proximal sigmoid colon, and temporary abdominal closure with placement of a wound vac. He had two additional laparotomies with abdominal washouts to ensure the sepsis was fully treated and underwent wound closure before discharge. No information is provided as to patient¿s current condition. Patient consequences has seen. Device was not returning.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2025.